Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 122673761-inv,12263761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus syndrome (prior to the first implant, have you ever had: lupus). The patient's history included benign murmur. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and systemic lupus erythematosus ("lupus"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and systemic lupus erythematosus outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and systemic lupus erythematosus to be related to essure (ess205). Lot number 122673761 is invalid. Lot number:12263761 as per batch records the correct manufacturing data is date :2004-09, expiration date:2005-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 122673761-inv,12263761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus syndrome (prior to the first implant, have you ever had: lupus). The patient's history included benign murmur. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and systemic lupus erythematosus ("lupus"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and systemic lupus erythematosus outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and systemic lupus erythematosus to be related to essure (ess205). Lot number 122673761 is invalid. Lot number:12263761 manufacture date:2004-05 expiration date:2005-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: event lupus nos was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) (batch no. 122673761-inv,12263761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus syndrome (prior to the first implant, have you ever had: lupus). The patient's history included benign murmur. On (B)(6)2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 6-mar-2019: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) (batch no. 122673761-inv,12263761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus syndrome (prior to the first implant, have you ever had: lupus). The patient's history included benign murmur. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure (ess205). Lot number 122673761 is invalid. Lot number:12263761, manufacture date:2004-05, expiration date:2005-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) (batch no. 122673761,12263761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus syndrome (prior to the first implant, have you ever had: lupus). The patient's history included benign murmur. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.